Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The reported particulate was confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Process walkthrough was performed by manufacturing to identify possible sources of black particulate. Based on the review, all the tools/fixtures/workstations were properly maintained in cleanroom during the clean-room walkthroughs and there was no observation of nonconformance or abnormality. Additionally, during the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''during preparation for a tavr procedure with a 23mm sapien 3 ultra valve visual inspection of the valve identified a small black (speck) abnormality on the inside of the valve.'' Per provided imagery, the valve had been detached from the valve holder and rinsed. Additionally, no particulate was reported upon the valve out of valve jar, in this case, the particulate was likely introduced during the device prepping handling. As such, available information suggests that procedural factors (device prepping handling) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during preparation for a tavr procedure with a 23mm sapien 3 ultra valve visual inspection of the valve identified a small black (speck) abnormality on the inside of the valve. This valve was discarded. The procedure was successfully completed with a new 23mm sapien 3 ultra valve.